Event description:
It was reported that during an appendectomy procedure, the instrument did not open. Surgery was prolonged fifteen minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.